Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an ¿er2¿ message. At the time of the call the patient mentioned the subject meter powered off after applying a blood sample. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), since the patient was unable to be reached by phone for additional information. It is not known when the power issue (meter powering off at time of test) began; however, the patient reported that the error message began to appear approximately 2 weeks prior to contacting lfs. It is not known if the power and error message were appearing continuously or intermittently. The patient mentioned that he manages his diabetes with humalog and lantus insulin. It is not known if the patient made any changes to his usual diabetes management regimen due to the meter issues. The patient reported developing the symptom of feeling shaky; however, it is not clear if the patient developed the symptom before or after the alleged meter issue started. It is not known what medical treatment, if any, the patient received in response to the symptom. At the time of troubleshooting, the patient confirmed that the subject meter would display the last result and not the error message when the meter was manually powered on. However, when the patient attempted to perform a blood glucose test, the patient claimed the subject meter counted down from 5 and then the display would go blank. When the patient pressed the down arrow button on the meter, the meter displayed an ¿er2¿. The patient mentioned he had replaced the subject meter¿s battery a couple of weeks prior to contacting lfs. Replacement products were sent to the patient. These complaints are being reported because the patient potentially developed signs/symptoms suggestive of a serious injury after the alleged meter issues started. The subject meter could not be ruled out as cause or contributor to the injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.